Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was turning on and off. The customer's blood glucose was unknown at the time of incident. The insulin pump was replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube. However, power up properly after battery installation. The insulin pump was monitored and no blank display anomalies or off no power without low battery indicator noted. The operating currents are within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.